Manufacturer narrative:
It was previously reported that the ipg was relocated. Further information shows that the ipg was explanted and replaced (reference 1627487-2019-02433) and while replacing the patient opted to relocate due to not liking the location. Device information was previously not reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient disliked the placement of their ipg. In tur, the patient underwent surgical intervention (B)(6) 2019 wherein the ipg was relocated from the flank to the buttock.